Event description:
It was reported that during a da vinci s prostatectomy procedure, while dissecting tissue with a monopolar curved scissors (mcs) instrument with a tip cover accessory installed, unintentional and superficial coagulation of the fat tissue near the patient's bowel was observed. Inspection of the mcs tip cover accessory by the surgical staff revealed that the tip cover had a hole. The planned surgical procedure was completed using a replacement tip cover accessory. The affected area did not require repair or treatment of any kind. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory and/or instrument is returned for evaluation, a follow-up MDR will be submitted.